Manufacturer narrative:
Lead 452453; implanted (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead thresholds were elevated and variable depending on the position of the patient. The patient complained of dizziness and believed there was no pacing from the implantable pulse generator (ipg). The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.